Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during use the "knot failed." The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.